Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed. The pad-pak was removed on two occasions during this time. The device failed several self-tests due to a low battery between the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The excess current drain measured, the measurements taken on the j11 connector and the constantly lit green led would indicate a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section of this report.